Event description:
Customer called to report the insulin pump alarmed for no delivery. Blood glucose reading was 444 mg/dl. Over the last 6 months, the customer has experienced blood glucose reading in the 400 to 600 mg/dl range. Troubleshooting was performed. No anomalies noted. Assisted with infusion set change. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.